Event description:
In week number 3 1999, an ash split catheter 32cm was implanted. One week later the nurses at the dialysis dept recognized that the catheter was leaking. The catheter has been removed and there was no harm to the pt.